Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colon procedure, on the initial firing it was difficult to open the device after firing. The device was eventually opened with the release button. A second device was used and it locked on tissue on the first firing. A third device had to be used to cut the second device off tissue. As a result more bowel was removed than intended and the procedure was prolonged by twenty minutes. The procedure was completed with the third device. The first two devices will be returned for analysis.